Event description:
It was reported that at implant, dft testing could not be performed. A month following implant, testing was done. The rv lead was placed septal and the physician was not pleased with the measurements. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.